Event description:
It was reported that episodes of non-sustained intermittent rv oversensing were noted via remote transmission. Provocative testing and diagnostic imaging of the lead were recommended. Patient will be monitored with routine follow-up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.